Event description:
The customer reported that the battery charge is green then changes to amber after battery replacement.

Manufacturer narrative:
(B)(4). The customer reported that the battery charge is green then changes to amber after battery replacement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. See scanned pages.